Event description:
(B)(6) study. It was reported that complete heart block occurred post transcatheter aortic valve replacement (tavr) procedure. Procedure summary: prior to the index procedure, heparin or other anticoagulant was given and the subject was on prior regimen of antiplatelet medication other than at the time of index procedure. The subject received loading doses of 81 mg aspirin and 75 mg clopidogrel. A lotus introducer was placed and the 23mm lotus edge valve was successfully positioned and deployed after partial re-sheathing of the lotus edge valve in accordance with the directions for use (dfu). Event summary: on the same day of the index procedure, post tavr the subject was noted with complete heart block requiring temporary sjm pacemaker. Post electrophysiological consultation, a permanent cardiac pacemaker was recommended. 2 days post index procedure, a dual chamber non-bsc permanent pacemaker was implanted successfully. The event was considered recovered. The subject was discharged on aspirin and clopidogrel.